Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: recall.

Event description:
Patient reported left side "patient informed that knew about the recall and is concerned about the situation, informed that underwent routine exams and is awaiting the return of physician to check if will need to perform the explantation and/or replacement of the implants." Later patient reported "nodule, nervous about the recall", "pain", "capsular contracture" baker grade unknown and "radial folds." The event of "nodule" is not device related. Physician confirmed baker grade IV for the capsular contracture. The device remains implanted.